Manufacturer narrative:
Evaluated one open or used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test and reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion reservoir was not occluded. Also, performed manual test and found plunger easy to release from stopper-plunger.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown. The customer stated that they had problem with reservoir and failed it would not fill and had received no delivery. The troubleshooting was performed was advised to verify connection between infusion and reservoir was secure by gently tugging on connector before using in the pump. Customer reports event was resolved by reservoir change. The reservoir will be returned for analysis.